Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).b3. Date is estimated; year is valid. H3: analysis of the rtm (s/n (B)(6) ) revealed a recharge antenna failure; the device got hot after running it at the donut end, and was scrapped by a low reading as it should be higher than 30 but reads 23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that patient was having trouble when they tried to charge the implanted neurostimulator. It is taking forever to find it. Patient stated it has been going on for the past 4 to 6 weeks. Patient stated it used to only take 30-45 minutes to charge but now it is taking forever to charge. Patient reported seeing system problem rm03 and a message about the controller battery needing to be replaced soon. An email was sent to repair to request for the recharger (rtm).